Event description:
The device was returned to the manufacturer after being explanted due to recommended replacement time (rrt) status. The device subsequently tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Concomitant: 1388t competitor implantable pacing lead (B)(6) 2004; 419388 implantable pacing lead (B)(6) 2004; 694765 implantable tachy lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4).